Event description:
Pt had a dual lumen central vascular access device, mahurkar, placed in 2008 for stemcell collection. Collection occurred three times from that day, without complications. Line removed on . Pt discharged home. On nine days later, the mother of pt notified the charge nurse of the choc blood & donor services, that pt had been admitted to another hospital for "deep vein clot." Dates of use: 2006, 2007, 2008. Diagnosis or reasons for use: stem cell collection.